Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited under-sensing of ventricular fibrillation (vf), which prevented a high voltage shock from being delivered. It is unknown how the vf was terminated, but the patient has a left ventricular assist device (lvad). Programming changes were made. The patient was in stable condition.